Event description:
The device was received by the manufacturer for evaluation with a report of "the pump was programmed to infuse over two hours, but it took much longer for the infusion to complete".

Manufacturer narrative:
Several attempts were made to obtain further information from the customer without success. The investigation is ongoing. We will provide the follow-up report when evaluation is done.